Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in multiple stored episodes with inappropriate shocks. The device was reprogrammed to a high conditional zone to mitigate further inappropriate therapy. This device remains in service. No additional adverse patient effects were reported.